Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. No issues was noted with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 4 from the proximal end of stent lifted, pushed and twisted distally. No issues was noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 24-nov-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following pre-dilation with a 2.0x20mm non-bsc balloon catheter, a 2.50mm x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion after many attempts due to calcification and angulation. The device was removed and a shorter length, 2.5mm x 28mm synergy¿ drug-eluting stent was used to complete the procedure. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.